Manufacturer narrative:
Trend analysis conducted and no adverse trends observed for et tube self extubation. Device history records review could not be conducted because the lot number was not provided. Sample not returned so sample evaluation not possible. Root cause of reported et tube self-extubation could not be determined. Only the di portion of the UDI information is known due to lack of lot number information.

Event description:
It was reported that the patient experienced a self-extubation by coughing out their endotracheal tube while the tube was being secured by the hollister anchorfast endotracheal tube holder. It was reported that limited information was available, but the devices are routinely replaced every 48 hours and are shuttled every 4 hours.it was additionally reported that the lot number was not known, the device was not returned or saved for evaluation, no device defect was reported, and the patient's condition following the event was not known.